Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left pca fusiform aneurysm. It was reported after the pipeline was deployed, during angiography run, a small dissection of the p1 proximal to the aneurysm was noted. No complications were reported with the patient as a result of the event.